Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event, however, system messages were noted in the event log. The company rep replaced the power supply and latch seal, then tested the system and found it met product specs. Root cause has not been determined. (B)(4).

Event description:
A nurse reported that during cataract surgery, a system message was displayed. The system was rebooted, and the surgery was completed after a 30 minute delay. There was no harm to the pt.